Manufacturer narrative:
An attempt to inflate the balloon of the returned device with water revealed a leak. Visual inspection at high magnification confirmed that the source of the leak was a longitudinal tear on the balloon, approximately 5.5mm from the balloon proximal tip. The review of the lhr (lot f1313101) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and the investigation performed, the probable cause of the tear could not be determined. However, it was reported that a pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site. It should be noted that per the mynxgrip instructions for use (IFU), the safety and effectiveness of mynx have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site.

Event description:
It was reported by the aci vascular closure specialist that a patient underwent an interventional coronary procedure sometimes between (B)(6)2013 and (B)(6) 2013 (the exact date is unknown). Access was obtained via a 6f, 10cm sheath (model unknown). Access was obtained via a 6f, 10cm sheath (model unknown). Peri-procedure, the patient was anti-coagulated with angiomax. A pre-procedure femoral angiogram revealed pvd/calcium in the vicinity of the access site. Following the procedure, the physician who is a trained user, selected a mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the balloon ruptured during pullback. The device was removed and the patient was converted to manual compression for 30 minutes. Hemostasis was achieved. The patient was kept in the hospital as the patient was an inpatient. The patient's hospitalization was not mynx device/mynx procedure related.